Event description:
It was reported there were issues with regard to group impedance; specifics were not provided. Impedance measurement at .2v was run and pt could not tolerate it. The potential need for surgical revision was reviewed. Pt stated shocking or jolting sensation was felt in her legs following a prior revision of the cns. Pt was admitted to emergency room. Add'l info will be provided when it becomes available.

Manufacturer narrative:
(B)(4).